Event description:
Reference MDR #1219856-2010-00672 for the first event involving the same patient. It was reported that in the cath lab, a female patient was having an intra-aortic balloon (iab) inserted with a super arrow-flex (saf) sheath. They have noticed serious difficulties on the insertion of the iab through the saf introducer. These difficulties has caused them to replace two saf introducers and use a non saf introducer via the other femoral artery. There was no patient death, complications or injuries. The delay in therapy was 20 minutes while another catheter was successfully placed via another femoral insertion site. The patient is listed as "fine".

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.